Event description:
It has been reported to company that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician treated the first lesion. The physician inserted the aspiration catheter and aspirated the vessel. The physician deflated the occlusion balloon. The physician needed to treat another lesion and repositioned the occlusion balloon. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel successfully. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician cut the hypotube per the instruction for use and successfully deflated the occlusion balloon. The pt is reported to be fine.